Manufacturer narrative:
Details of complaint: on (B)(6)/2021, the customer at mercy health reported the following issue with pu-621ra; sn-((B)(6)., from patient monitoring: the cns was experiencing boot-up issues. After a recent power outage, as the staff was bringing the unit back online, it got stuck at the cns application. Investigation summary: the root cause of the issue was determined to be degraded hard drives caused due to ungraceful shutdown of the cns during power outage. The overall risk of this event, taking into consideration of severity and probability, is "high". Hha was completed for the (B)(4) hard drives failure. CAPA (B)(6) was initiated and rejected based on rationale provided in hha 20-001(attached). The problem does not warrant/require a CAPA. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt #1 04/06/2021 emailed customer via microsoft outlook for all items under the no information section. An "unknown" reply was received. Additional information: b4 g3 g6 h2 h6 h10.

Event description:
The customer reported that their central nurse's station (cns) is experiencing boot-up issues after a recent power outage.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is experiencing boot-up issues after a recent power outage. After a recent power outage, as the staff was bringing the unit back online, it got stuck at the cns application. No harm or injury was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that their central nurse's station (cns) is experiencing boot-up issues after a recent power outage.